Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the device had burn marks on the paddle and paddle holder. There was no patient involvement.